Event description:
Individual has become sensitized to latex due to continuous wearing of latex medical gloves. The individual experienced tightness in chest, breathing difficulty, hoarseness, and swelling of vocal cords.